Event description:
It is reported that the patient's insulin pump experienced excessive no delivery alarms and leaked insulin. The patient's blood glucose level was 180mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump was received with cracked display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.